Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the heavily calcified circumflex artery, the mini trek balloon ruptured longitudinally when inflated to 10 atmospheres pressure. The balloon was completely removed without difficulty and there was no adverse pt effect. Another mini trek was successfully used for dilatation. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the shaft and balloon and in the guide wire lumen, inflation lumen and in the loosely folded balloon. There was crystallized contrast in the inflation lumen and in the balloon. This is consistent with the reported info that the catheter was inserted into the pt anatomy, inflated and a rupture occurred. A kink in the hypotube proximal to the guide wire exit notch and several bends throughout the length of the hypotube were noted. This damage was not originally reported and is likely from handling during the procedure and/or from handling post procedure during packaging/shipment back to abbott vascular for analysis as no damage was noted prior to use. The indeflator used during the procedure was not returned; however, a new indeflator was filled with water and used in an attempt to pressurize the balloon but the catheter could not be inflated due to the crystallized contrast. The catheter was left pressurized in an attempt to dilute the contrast. The balloon pressurized and revealed a pinhole in the balloon over the distal marker. No scratches were visible. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, material discrepancies, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. The returned device was sent to scanning electron microscopy (sem) for further analysis. It was determined that the longitudinal leak in the balloon may have been attributed to mechanical damage to the outer surface of the balloon material. It was confirmed that the damage was not in a balloon crease but it was located on a fold; however, mechanical damage was noted adjacent to the leak. Reportedly, the target lesion was heavily calcified. In this case, it is possible that the balloon may have become scratched/damaged during interaction with the lesion calcification such that the balloon ruptured at 10 atmospheres (atm), as no damage was noted during preparation for use. In this case, a definitive cause for the reported balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.